Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date.one device sample was received for evaluation. The reported problem was verified. Battery compartment latch broken. For preventive measure the downstream occlusion (dso) sensor to be replaced. Replaced battery compartment, dso sensor, bezel, seal, liquid crystal display (lcd) lens and labels. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the latch is broken. There was no patient involvement and no patient harm. During the evaluation of the pump it was found that the downstream occlusion sensor seal was damaged.